Event description:
I have a recalled phillips respironics CPAP machine. My confirm number is (B)(4). I have registered my machine and have my settings so I share info electronically with phillips. I was notified that they need to confirm my prescription. I have my doctor name. Dr. (B)(6) and phone number (B)(6). I also have the serial number of my machine. (B)(4). I have called the phillips number (B)(4) weekly for the past three weeks and have been promised a return call in 48 business hours. I have not yet received a call. I am afraid this is a way for phillips to push people aside and slow their process while telling the FDA they are moving forward. I would like to stop using this cancer causing machine but risk death if I stop. Please help me move my process forward. Phillips is not helping. They have a process that is now causing me additional stress and worry because they do not respond and my claim is not moving forward. Please help. (B)(6). (B)(6) 1962.